Event description:
It was reported that during a project review, the surgeon mentioned he had a series of 23 accolade tmzf stems used in revisions with two failures in total, at least one was for infecton. No further info was provided.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.